Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from representative that during a post implant check, this right ventricular (rv) lead exhibited loss of capture at maximum output and decrease r wave amplitude. A chest x-ray was performed and the rv lead was found micro-dislodged. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.